Event description:
The pt was just being put on the dialysis machine when the pt care technician noticed a small amount of blood leaking from a hole in the catheter approx 1-2 inches above the extension. The catheter was clamped; the surgeon notified an associate who came to the unit and repaired the catheter.